Event description:
The customer reported that during a routine check of the unit, the battery charge indicator light was not illuminated. The unit was plugged into a different electrical outlet, but the charge indicator light failed to illuminate.